Event description:
A caller reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, and after performing the reset, the customer successfully started their sensor session without further issues.